Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for cuff is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) required a surgical intervention due to a high-riding pump. A surgical procedure was performed in which the pump was replaced. There were no further patient complications reported.